Event description:
It was reported that the pump was not working properly. Reportedly, customer changed pump supplies to address the issue. There was no reported adverse impact to the customer's blood glucose level.